Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycemia. Customer's blood glucose level was 428 mg/dl at the time of incident, 416 mg/dl for calibration and 400 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event, auto mode was not active. Customer treated with insulin pump basal delivery only. Customer reported that the insulin pump keeps showing calibration required. The insulin pump will not be returned for analysis.